Event description:
Pt had a remeex system implanted in late 2007 for stress urinary incontinence, nocturia, frequency and stage 2 rectocele. Pt had 2 previous bladder surgeries (1 was a bladder sling). Pt recently presented to doctor with ongoing vaginal pain and lower abdominal tenderness. The pain has been present for 2 years at the site of the subcutaneous box and became worse over the past 4-6 months. Pt also reports the box has moved out of its original position. She has rare stress leakage, usually with sneezing when she has a full bladder. Pt had removal of remeex controller box and mid urethral sling.

Manufacturer narrative:
We have contacted to the initial reporter (B)(6). Due to hospital policies and regulations, she is unable to answer any of the questions - including supplying the surgeon's information or any information pt related. She told us she will send us the prosthesis to analyze it. To the question regarding the health of the pt, she did say the pt is doing ok.